Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer noted that she kept the insulin pump in her bra strap. The customer's blood glucose was 130 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No moisture damage was noted on the electronics or motor. The insulin pump was received with cracked battery tube threads and a cracked reservoir tube lip.